Event description:
It was reported that the pt had an ivc filter implanted before bariatric surgery. Pt went home after the procedure, and later in the evening was constipated and did some bearing down. Later, the pt was laughing and felt symptomatic pain towards the back. Pt returned to the hospital less than 24 hours after implanting the filter and had a CT, which showed that the filter had moved caudally and allegedly was perforating through the cava wall. The physician removed the filter.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for eval as it is being retained by the user facility risk management dept after being removed. It is unk if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) states: all of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications including death associated with the use of vena cava filters is morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a pt who is at risk of pulmonary embolism without intervention. Complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU.